Manufacturer narrative:
N/a.

Event description:
A critically ill patient who was hemodynamically unstable and required mechanical respiratory support and vasopressor support was treated with continuous renal replacement therapy (crrt). After initiating crrt, the patient's blood pressure decreased and the vasopressor support drugs were increased to maintain the patient's blood pressure. It was reported the patient expired several days later due to her underlying medical condition of liver failure.